Event description:
Customer initially called requesting help with her insulin pump settings. Customer stated that she may have messed them up while she was sleeping. Customer stated that she woke up with high blood glucose of 407 mg/dl, she went to see her doctor to retrieve her setting. Settings were verified and they where all correct. Customer stated that her drive support disk is loose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.